Event description:
It was reported that the atrial lead had sudden elevated threshold. The lead is still in use. The right ventricular (rv) lead had low r-wave values. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drm implantable cardioverter defibrillator, (B)(6) 2013; 5568-45 implantable pacing lead, (B)(6) 2013. (B)(4).